Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00715. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an open heart surgery procedure during the week of (B)(6)2010. During the procedure, the needle broke and was not recovered. No additional information was provided.